Event description:
Philips received a complaint by the customer on the v200 device indicating that the battery will not charge. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that they were able to power the unit up and perform a successful electrical safety test (est) and that the unit does not transfer to battery power when the alternating current (ac) power is disconnected. The customer then informed the rse that the battery was charged overnight but the charging light emitting diode (led) illuminated at first then did not. The rse discovered the error code for 24v failure had occurred. The rse then advised the customer to connect the v200 to a different battery that is known to be functional and transfer it from ac to battery power. The fse advised if the v200 does not transfer from ac to battery power, then the power supply is defective. If it does, then the battery is defective. The rse also advised the customer that philips no longer provides support to the v200 devices, and the customer acknowledged. The customer has removed the ventilator from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.